Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer had possible high blood glucose. The nurse ran the self test and the pump passed. Caller was advised to have the customer call to document their issue with diabetic ketoacidosis.